Manufacturer narrative:
Concomitant medical product: 5568-45 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a seizure during a recorded episode. It was also reported that the right ventricular (rv) lead exhibited noise and the right atrial (ra) lead exhibited over-sensing and noise. Both ra and rv leads remain in use. No further patient complications have been reported as a result of this event.